Event description:
It was reported that a spectrum q infusion pump alarmed false downstream occlusion. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "false downstream occlusion alarms" was reproduced. A review of the event history log revealed "downstream occlusion!" Messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was the downstream pusher and force sensor. The downstream pusher and force sensor are required to be calibrated to address this issue. Should additional relevant information become available, a supplemental report will be submitted.